Manufacturer narrative:
On november 25, 2024, mentor received additional information regarding the patient's replacement information. It was reported that the patient's replacement device was a 350cc mentor smooth round moderate profile saline breast prosthesis (catalog number 3501655) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 13, 2025, mentor received additional information regarding the patient's preoperative symptoms. It was reported that the patient demonstrated a subtle, but noticeable loss of upper fullness and a new indentation in the upper-outer aspect of the breast. There was a cut made on the implant after explantation to evacuate the saline prior to returning it to mentor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 27, 2024, the mentor failure analysis lab has received the device for evaluation. On december 27, 2024, the evaluation for the device was completed. Device evaluation summary: during visual analysis of the returned sample sm mpps dv 450cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear measuring approximately 0.8 cm on the posterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Section d6b. Explantation date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old female patient underwent a breast augmentation revision with a 450cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed with a physical exam. As a result, the patient is to undergo device explantation on (B)(6) 2024.